Event description:
It was reported that a self test failed error occurred. It was also reported the battery stabilizer is broken and the rf (radio frequency) generator does not power on with foot switch. The rf generator was returned for repair. No patient complications were reported as a result of this event.

Event description:
It was reported that a self test failed error occurred. It was also reported the battery stabilizer is broken and the rf (radio frequency) generator does not power on with foot switch. The rf generator was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Evaluation summary (B)(4): the generator was returned and analysis could not confirm the customer comment that a self-test failure error occurred. Analysis did confirm the customer comment that there was a broken battery stabilizer and that the footswitch was not working properly. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.